Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.